Event description:
It was reported that there was no temperature measurement possible in arctic sun device. The faulty cable was ruled out.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction- a, b, d, f, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was no temperature measurement possible in arctic sun device. The faulty cable was ruled out. As per follow up information received via email on 26sep2023, the device will be repaired in the hospital by crs. Once done, paperwork will be uploaded to smx so you can see what was done to solve the problem. No patient involvement.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty isolation circuit card. The device was evaluated and the reported issue was confirmed as it was noted that a functional check showed that their were no readings on temp port 1. The isolation circuit card was replaced. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that there was no temperature measurement possible in arctic sun device. The faulty cable was ruled out. Per follow up information received via email on 26sep2023, the device will be repaired in the hospital by crs. Once done, paperwork will be uploaded to smx so you can see what was done to solve the problem. No patient involvement.